Event description:
It was reported the patient had fallen and in turn the lead pulled out of the ipg. As a result, the patient's ipg was explanted, replaced, and will not be returned to sjm.

Manufacturer narrative:
This ipg serial number is included in a field advisory. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.